Event description:
It was reported that during a laparoscopic sigma procedure, the device did not staple but cut. The surgeon couldn't find any staples in the situs. They took a new instrument to complete the procedure. Patient is well. No further information is available.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Attempts have been made to retrieve the device. To date the device has not been returned. If further details are received and/or device is received and analyzed, a supplemental medwatch report will be sent. At the time of this submission, the device has not been returned for analysis. Additional information: were there staples seen in the surgical field? If yes, what was there appearance? What confirmation was received that the device fully fired? Were within the green compression/gap setting scale was the orange indicator set for firing? The device cut but didn´t staple. The surgeon couldn´t find any staples. He searched for staples at the op site, in the abdominal cavity, in the device itself and on the donuts, no staples, anywhere. Revision left hemicolectomy (hartmann technique). Surgeon planned to re-anastomose colon and rectum in which situation the device didn´t staple. No anomalies were observed when firing the device, distinct usual noise, complete donuts etc. Situation was solved by manual suture of the entire anastomosis; no further negative consequences for the female patient who is well.

Manufacturer narrative:
(B)(4). The analysis results found that the cdh29a device arrived in good visual condition. The only casing half washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. No incident related to the reported event was observed during the batch record review.